Event description:
It was reported that the patient experienced diaphragmatic stimulation throughout the night after implant. The left ventricular lead was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.